Event description:
Clinic notes dated (B)(6) 2014 noted that the patient generally had a lot of small seizures, but was now having major seizures per the mother's report. It was noted that the patient was stable at the previous appointment on (B)(6) 2014. The physician increased the device output current to 1.75ma. The clinic notes summarized that the patient seems to be doing well, and the patient¿s seizures occur infrequently, based on the parent's observation. The parents are satisfied with the seizure frequency. The patient¿s medications have been unchanged for over a year. The physician felt that there was room to maximize vns intervention, thus, the settings were increased. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Additional information was received on 02/16/2015. Reported that the onset of the patient's major seizures was about a month ago. They were not a change in seizure type for the patient. They were admitted to hospital for pneumonia, respiratory compromise and were intubated to treat that. The believed cause for their seizures while in hospital was believed to be incorrect dosage of medications while admitted.